Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly and lost sensor alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer reported that there is no communication with the sensor. The customer was asked to removed the sensor and it shall be replaced and turn out that there was no electrode in the sensor. The customer was advised that 1 sensor will be replaced.